Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa. Common device name: intravascular administration set. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that after use with bd vacutainer® push button blood collection set the needle failed to retract. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that the needle failed to retract. Was there a needle stick due to the needle not retracting? No. Was there any medical intervention, if so please provide details. No. Do you have the date of event? (B)(6). Are there physical samples available for the investigation? No it was discarded.

Event description:
It was reported that after use with bd vacutainer® push button blood collection set the needle failed to retract. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that the needle failed to retract. Was there a needle stick due to the needle not retracting? No. Was there any medical intervention, if so please provide details. No. Do you have the date of event? (B)(6). Are there physical samples available for the investigation? No it was discarded.

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but three (3) photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for retraction issue with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.